Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2017-02518. It was reported the patient experienced loss of stimulation and underwent surgical intervention on (B)(6) 2017. Intraoperative testing showed high impedances on the lead and ipg header. The physician explanted the replaced the ipg with another model and normal impedances were observed. The lead remains implanted. Reportedly, effective stimulation was achieved postoperatively.